Manufacturer narrative:
Concomitant medical products: 419488 lead, implanted: (B)(6) 2014, 5076-45 lead, implanted: (B)(6) 2012 1103 hvad pump; 1125 hvad outflow graft, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. No capture was noted at high output value. The lead was capped and replaced. No patient complications have been reported as a result of this event.